Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "error e315" was presumed to have been due to water invasion of the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The instructions for use (IFU) state the following regarding the suggested phenomenon of error e315: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." "Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." The user may be able to reduce / prevent occurrence of the event by handling device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. The suggested phenomenon of "foreign material adhered to winding area of a-rubber [bending section cover]" was confirmed however, the material could not be further identified. There was no confirmation of deviation from the instructions for use. However, physical damage was found at the detection area of the foreign material - therefore, it was presumed that the suggested phenomenon of "foreign material" was due to physical damage at the a-rubber. A further cause of the damage could not be presumed. The user may be able to detect the event "foreign material" by handling device in accordance with the following IFU: inspection of the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: air/water-cylinder has discoloration, suction-cylinder has discoloration, switch flexible printed circuit has corrosion due to water leakage, base plate has corrosion due to water leakage, outside shield unit has corrosion due to water leakage, plug unit has corrosion due to water leakage, scope cover case unit has corrosion due to water leakage, cable unit has corrosion due to water leakage, circuit board unit in scope-connector has corrosion due to water leakage, micro connector unit in scope-connector has corrosion due to water leakage, due to corrosion on plug unit, b30 (scope communication error) occurs, due to damage on bending rubber, insulation resistance value at distal end does not meet specifications, due to wear of angle wire, the play of up/down/right/left knob is out of specification, plastic distal end cover is deformed, objective lens has a crack, light guide lens has a crack, adhesive on bending rubber has visible thread, connecting tube has a cut, and universal cord has buckling. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope e315 error during preparation for use for an unknown procedure. The procedure was completed with a similar device. During inspection and evaluation, some foreign material was attached to the bending rubber thread. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.